Manufacturer narrative:
Additional patient identifier is ID ¿ (B)(6). Patient¿s weight is unknown. Date of postoperative plate breakage is unknown. This report is for one (1) unknown locking compression (lcp) dia-meta volar distal radius plate/unknown lot. Part and lot number are unknown; UDI number is unknown. The 510-k number is unknown. Original hardware might be implanted approximately 2 years ago; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient would undergo removal of a broken locking compression (lcp) dia-meta volar distal radius plate on (B)(6) 2018. The surgery was canceled as patient seeking second opinion. Surgeon stated that original hardware might be implanted approximately 2 years ago. Patient was also reported to have a non-union after the implantation. It is unknown if there was a surgical delay. Patient and surgical outcome is unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown locking compression (lcp) dia-meta volar distal radius plate. This is report 1 of 1 for complaint (B)(4).